Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v060172, implanted: (B)(6) 2007, product type: lead. (B)(4) pertain to product ID: 3058, serial# (B)(4), product type: implantable electrical stimulator. (B)(4) pertain to product ID: 3889-28, lot# v060172, product type: lead.

Event description:
Information was received from a family/friend regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient has not used the device in over a year. It was stated she turned it off because it was causing more problems than she had to begin with. Also, stated she had turned it down and then she turned it off. The caller further indicated that since she turned off the stimulation she has had no problems with the bladder leaking, or something with the bladder not controlled was why she got it. Now she was not having problems. Additionally, it was reported they could feel the wires and wanted an MRI. But it was to be put on hold until they talk to the doctor about removing it. Furthermore, they stated she had many falls for over a year. It was not known if the falls were related to the device or therapy. However, it was indicated that recently with the falls she has had, the stimulation was turned off so it should not be related. It was further reported that the patient needed an MRI of the hip and one side was all swelled. No further complications were reported or anticipated. Additional information was received from a consumer. It was reported that the patient had an appointment to have the device taken out because they were not using the device. It was noted the wires were starting to protrude from their body. It was noted the wires protruding might have been because the doctor was not professional enough and might not have put it in the right way. The patient needed to get an unrelated MRI and needed to have the device removed first, and at the moment, they were not using the device and turned it off. No further complications were reported/anticipated.